Event description:
It was reported that the patient had a communication problem between the recharger unit and their implantable neurostimulator (ins) and noticed this on the recharger screen last week. The patient stated that the ins pocket site was a little loose but not significantly. The patient spoke to the manufacturer¿s representative and noted that they last recharged on (B)(6), 2014 and that the ins was about ¼ to ½ full. It was noted that the patient was able to communicate fine with the ins using the programmer unit. The antenna locate (al) feature was performed and was currently positioned in the 12 and 6 positions (¿going up and down¿) with ¿m¿ in the up position (follow up is being conducted for clarification). There were no further details, interventions or outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the patient¿s concern and problem was resolved after they received assistance from a physician or manufacturer representative (rep) on (B)(6).

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# unknown, product type: recharger. Product ID: 37744, serial# unknown, product type: programmer, patient. Product ID: 3487a-45, lot# v552237, implanted: (B)(6) 2010, product type: lead. Product ID: 3487a-45, lot# v552237, implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).